Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection; however, an olympus field service engineer (fse) evaluated the device on-site, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the loose contact failure occurred likely due to a faulty insertion part of the video connector socket or corrosion on the electrical contacts. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had loose contact at the socket insert. The issue occurred, during an unspecified procedure. There were no reports of patient harm.